Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported condition was determined to be a failure of the power supply assembly.

Event description:
It was reported that the button of the device's screen was not working and the ac mains would not light up. There were no reports of patient use associated with this event.